Manufacturer narrative:
The investigation has been completed. No failure was identified related to the reported issue; however, functional testing was unable to be performed due to a mechanical failure of sw2.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose level was not confirmed in the pump logs on (B)(6) 2018. Based on customer's daily basal and programmed boluses, there were no obvious requests or deliveries that would cause bg levels to drop. Complaint could not be confirmed. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl. To treat the low bg level, the customer consumed carbohydrates. Recommendation was made to consult with health care provider regarding diabetes management.